Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification a tripped trend review was conducted for the reported complaint and lancing device, no trends were identified that would indicate any product related issues. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that her adc easy touch lancing device was not firing and she was therefore unable to check her blood glucose. Customer experienced loss of consciousness and received glucose gel, cola, orange juice by her sister. There was no report of death or permanent impairment associated with this event.